Event description:
Customer reported the screen on his insulin pump is scratched. Customer's blood glucose was unknown. He declined being transferred to help line. Customer also mentioned that he cannot see the alarm type when they occur in the middle of the night. Customer was advised how to turn on the backlight. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).